Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device battery longevity was projecting greater than 5 years, however the magnet rate was 90 ppm. It was noted that the battery had fluctuations over the past year. A request was made to have data from this device analyzed. Data analysis showed that there were multiple resets that had contributed to an inaccurate battery longevity estimate. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the header was firmly attached and there were no anomalies. The initial returned product testing revealed that telemetry could not be established with either the programmer or software. The device case was opened, and it was observed that the battery voltage measurements were all out of specification and the trim resistor was out of placement. The analysis concluded the root cause of the inaccurate battery longevity estimates and resets were caused from separation of the trim resistor from the circuit board during implant due to an inadequate connection.